Manufacturer narrative:
There are no allegations or indications of any system or component failure. Explant was performed only due to need for MRI testing.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2023 to treat lower extremity pain. Approximately one year after implanting the system, the patient's physician requested an MRI of the spine. The patient was unable to obtain the MRI due to the nalu system being incompatible with the test. A full system explant was performed on (B)(6) 2024 to allow the MRI to be performed.